Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2 mr balloon catheter. The device was visually and microscopically examined. At 32.7cm from the strain relief, the hypotube was kinked. There was contrast present in the inflation lumen and the balloon was loosely folded. The tip of the device was damaged. The balloon catheter was prepped with an inflation device filled with water to inflate the device to the rated burst pressure. The balloon was able to be inflated and maintained pressure as well as deflated with no issue. Product analysis could not confirm the reported burst, as during functional testing the balloon inflated to rated burst pressure with no issues immediately. The reported fail to cross the lesion could not be confirmed as the clinical circumstances cannot be replicated. However, there were unreported damages to the device such as a hypotube kink and tip damage. Both damages found are consistent to preventing the device from further crossing the lesion.

Event description:
It was reported that balloon rupture occurred. The 92% stenosed target lesion was located in the severely tortuous and severely calcified mid left anterior descending artery. A 2.00mm x 20mm maverick balloon catheter was advanced for post-dilatation. However, during the procedure, the device failed to cross the lesion and the balloon ruptured. The device was removed and the procedure was completed with another of same device. No patient complications were reported and the patient status was stable.

Event description:
It was reported that balloon rupture occurred. The 92% stenosed target lesion was located in the severely tortuous and severely calcified mid left anterior descending artery. A 2.00mm x 20mm maverick balloon catheter was advanced for post-dilatation. However, during the procedure, the device failed to cross the lesion and the balloon ruptured. The device was removed and the procedure was completed with another of same device. No patient complications were reported and the patient status was stable.